Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge and declined assistance to load another cartridge. There was no reported adverse impact to customer's blood glucose.